Manufacturer narrative:
Device not returned.

Event description:
Patient's legal representative stated voiding dysfunction, erosion, extrusion, dyspareunia, she will occasionally have mesh appear in her underwear x5, afraid to have intercourse due to the fact that her doctor told her the mesh needed to be cut and could not guarantee that it would hold together.